Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could not confirm the reported issue. The clamp was tested multiple times and it worked properly: open/close correctly according to the alarm and manual operation possible. No interruption in the communication, open/close icons never disappeared and link with the pump never missing. However, insert for fast clamp and ball bearing were replaced as preventive measure. After performing all the functional tests with positive results, unit was sent back to customer in its expected function. Based on device history review, it can be highlighted that it was installed since 2015 and another similar issue occurred in 2020 (manufacturing report #9611109-2020-00627) when the clamp was returned but no fault was reproduced. Taking into account that no issue could be reproduced during technical inspection after cleaning of the part, it cannot be ruled out that issue was related to an electrical failure in the connection of the clamp to the control panel, most likely due to dust/dirt in the connector.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the electrical remote-controlled tubing clamp. The incident occurred in (B)(6), japan. The issue occurred following the normal behavior of the auto clamp when the reservoir level dropped. Indeed, in response to the level sensor, the auto clamp closed. Then, when the open button was pressed but the reservoir level remained low, the clamp opened once and then immediately closed again. The unit was inspected at livanova japan and the technician could reproduce the reported issue: arterial clamp is defective and does not open or close. The unit will be shipped to livanova deutschland for repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report related to an electrical remote-controlled tubing clamp (erc) that malfunctioned during a procedure. In detail, the auto clamp open/close icon disappeared and when the settings were checked by the user, it was found that it was no longer linked to the auto clamp. In addition, when the auto clamp was repeatedly opened and closed separately, both green leds on the open/close icon lit up, indicating a malfunction of the auto clamp. There was no patient injury.